Event description:
The event is reported as: needle broke during use. No patient injury and all parts retrieved from patient. This happened twice with no patient issues. Second incident reported MDR#1044475-2011-00071.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.